Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used to treat an extremely calcified lesion in the rca. The lesion was pre-dilated. It was reported that stent deformation occurred during attempted deployment. The stent struts lifted and became fish-scaled after trying to manoeuvre the device into position. It was stated that the event was no fault of the product but was due to excessive calcification. The device was removed and replaced by another medtronic device. The patient was stented with another resolute onyx device. No patient injury.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th distal stent wraps with struts raised. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.